Manufacturer narrative:
B5 describe event or problem: corrected h6 device codes: corrected.

Event description:
It was reported that catheter issue occurred. The target lesion was located in left anterior descending artery. An opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the tip of the device was fractured. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that tip was detached.

Manufacturer narrative:
The device was returned for analysis. There were no issues were found during visual inspection. Microscopic inspection revealed that the guidewire exit port was found torn and the distal section of the tip was detached.

Event description:
It was reported that catheter issue occurred. The target lesion was located in left anterior descending artery. An opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the tip of the device was fractured. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that tip was detached.

Event description:
It was reported that catheter issue occurred. The target lesion was located in left anterior descending artery. An opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the tip of the device was fractured. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.